Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint states that the device is not being returned therefore not available for evaluation, the customer is retaining the product. We cannot discern a root cause for the reported failure mode. This complaint cannot be confirmed. A manufacturing record evaluation was performed on 7-02-2019 for the finished device lot number, and no non-conformances were identified. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure three of the customer's expressew iii suturer passers without hook failed in the same case. The device with lot number 36762-160411, the bottom jaw is bent. The device with lot number 6045-110225, the bottom jaw broke off in the patient but the piece was removed with no issues and no debris was left in the patient. The device with lot number 36151-160303 when the needle is fired, it goes straight forward instead of up. The procedure was completed with a fourth device with no patient harm but there was a three minute surgical delay to the case. The devices will be returning for evaluation.